Manufacturer narrative:
A review of the manufacturing documentation for the (enter product) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure. The physician indicated that the lead migrated therefore it had to be reinserted within the sacral area. The patient regained therapy in the sacral area.